Event description:
A surgeon reported that a female pt who received op-1 implant in combination with calstrux in 2005 for a tibial nonunion experienced oozing of the calstrux into the soft tissue, the surgical wound had not closed, wound pain, wound redness and wound drainage when assessed 6 weeks later. The events resolved. The surgeon suspects the events were related to the use of calstrux. The events were deemed nonserious.